Manufacturer narrative:
The peritonitis occurred on an unspecified date in (B)(6) 2016. The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The cause of the peritonitis was unknown. The patient was not hospitalized for the event. On an unknown date, the patient began treatment with intraperitoneal (ip) injection reflin and ip injection fortum (1 gram each, once a day each, duration not reported) for peritonitis. On an unknown date in the last week of the event onset, the patient recovered from this peritonitis event. Dianeal and extraneal therapies were ongoing. No additional information is available.